Event description:
Information received by medtronic indicated that customer had an pump error on the pump asking for battery and cant get out of the reservoir screen. Customer was able to clear alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported  got a request for battery changed because battery failed alarm and pump error. Advise customer to monitor pump and the issue was not resolved. The customer will continue to use the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.